Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was presented in the emergency room following a syncopal episode. The cause of syncope was unknown, however, dehydration was suspected. Upon device interrogation, the lv lead was found to be non-functional, with an intrinsic amplitude less than 3mv, pacing impedance greater than 2,000 ohms and no capture in any configuration at 7v. The device was to be reprogrammed from a biventricular mode to rv only. The electrophysiologist was to assess lead integrity.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.